Event description:
It was reported by (B)(6) report that the scale was not reading properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning foot left load cell.